Manufacturer narrative:
E1 initial reporter phone: (B)(6) the device was returned for analysis. Visual and microscopic inspection revealed that the sheath assembly was kinked, and the imaging window and tip were twisted. Additionally, the tip was damaged. Impedance testing showed an electrical open at the proximal end of the catheter, 130 - 140 cm from the distal housing.

Event description:
It was reported that a catheter issue occurred an opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. The image was black and could not be displayed. During pullback of the imaging core, the catheter twisted. The procedure was completed with another device of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). H6 device codes: corrected. The device was returned for analysis. Visual and microscopic inspection revealed that the sheath assembly was kinked, and the imaging window and tip were twisted. Additionally, the tip was damaged. Impedance testing showed an electrical open at the proximal end of the catheter, 130 - 140 cm from the distal housing.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. The image was black and could not be displayed. During pullback of the imaging core, the catheter twisted. The procedure was completed with another device of the same device. There were no patient complications reported and the patient condition following the procedure was stable.